Event description:
Cotton was left inside- vagina [foreign body in reproductive tract]. Cotton was left inside- breakage, tampon [device breakage]. Case narrative: consumer reported via phone that there was fluff left inside her body. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton was left inside- vagina [foreign body in reproductive tract]. Cotton was left inside- breakage, tampon [device breakage]. Case narrative: consumer reported via phone that there was fluff left inside her body. No serious injury reported.